Event description:
Dealer states on sn (B)(4) that the rear arm base is broken where it flips back. (B)(4).

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.